Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2010, inratio: 1.7, lab: 2.3. Customer confirmed, the patient had not changed their medication or diet; not on lovenox or heparin and no history of cancer or anemia. He confirmed, the nurses are instructed to only use the first drop, not to wipe the 1st drop. He confirmed, it was correlating fine before and just recently it is always reading lower than the lab.

Manufacturer narrative:
Investigation pending.